Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was shorter than expected by the user. Reportedly, the battery compartment was cracked. There was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed multiple low battery warnings and one replace battery alarm recorded. There was evidence of a partially discharged battery being installed on (B)(6) 2014. No battery cap returned with the pump. All testing was performed with a test battery cap; the pump powered on normally with the test battery cap and was able to fully tighten to the pump. A power loss with the test cap was not observed. The battery compartment was intact; no cracks or damage were observed. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of short battery life was not duplicated during investigation; there was evidence that partially discharged batteries had been used in the pump.